Event description:
The customer reported that the monitor did not power up. The event was found during preparation for use. The procedure was completed by changing to a different device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that there were no abnormalities visually and operationally. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was also likely due to a temporary malfunction with the internal switching board operation.

Event description:
The subject device was powered from a wall outlet. At that time, the standby led was not lit. It was completely off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The evaluation finding that the monitor did not power up was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power supply does not start because the power cord connection is insufficient, there is a problem with the power cord, or the product temporarily fails to operate due to static electricity or other factors. Olympus will continue to monitor the field performance of this device.